Manufacturer narrative:
The device was made available for evaluation after a revision surgery was performed with competitor product. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00071.

Event description:
It was reported that a screw was found broken and a closure top had loosened around 8 months post-op. A revision surgery is planned to address these implants, but has not yet occurred. An interbody spacer was not used during the initial procedure. This is report one of two for this event.

Manufacturer narrative:
The returned screw was evaluated. The screw was found locked at its maximum angle, and the neck of the shaft has fractured across the bottom of the tulip. The cause cannot be determined since there is no information available regarding whether an interbody was used to facilitate fusion, if the patient had any factors which would reduce the fusion rate (such as diabetes, smoking, etc), or if the patient failed to comply with any post-operative instructions. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and lists non-union and implant fracture as known possible effects of this procedure type.